Event description:
During endometrial ablation procedure, posterior vaginal burn was noted. The skin was bright pink, the surface raw. Before proceeding further, a whole new setup with a hysteroscope sheath, etc was flashed and subsequently a new electrode was used to finish the procedure. Further examination revealed a slight burn at the posterior foutchette area of the vulva; however, there was no continuous burn up the vagina to the cervix. The pt tolerated the procedure well and was discharged to home later that same day.